Manufacturer narrative:
Zoll medical corp has not received the product for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while responding to a call for a (B) (6) male pt, the device was powered on and prompted a "unit failed" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.